Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon ripped in half leaving pieces inside. After she removed the tampon, she experienced abdominal and pelvic pain and cramping and a headache. She went to the ER where the doctor found and removed a piece of tampon. She was prescribed antibiotics as preventative. Consumer reported she is feeling better.